Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported that the powermax elite hand control overheated and stopped working. There is no reported injury to the patient and it is unknown if there was a procedural delay associated with the alleged event.

Manufacturer narrative:
A powermax elite hand piece was received on april 26, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and identified that the motor and gearbox assembly will not rotate when activated and heating of the hand piece was observed. A visual evaluation was performed and corrosion was observed internally but the motor and gearbox were seized in the housing and could not be removed for further evaluation. A review of the manufacturing records was performed and shows the device was released to distribution on or about january 26, 2015. The root cause of this event was identified to be associated with a corroded motor and gearbox. Factors which can contribute to motor and gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. (B)(4).